Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and x-ray tube terminals were evaluated and cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent generator error message. The system shuts down when this occurs. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.